Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently, patient will need to be revised due to unknown reason. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient will need to be revised due to instability. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay reason for revision, which was unknown at the time of the initial medwatch.